Manufacturer narrative:
This console was serviced at the customer's site. The reported event was confirmed. The field service engineer (fse) replaced the lens, which resolved the issue. It is likely that the damaged lens could have affected the device performance, leading to the reported event. Based on the available information, the most probable cause was determined to be cause traced to component failure. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event.

Event description:
It was reported that the energy was low. There was no patient involvement.

Event description:
It was reported that during daily inspection of the device, the energy of the console was low. There was no patient or procedure involved.